Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump began making a weird noise before receiving an unexpected restart alarm. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the unexpected restart alarm. The customer stated that the insulin pump will not turn back on. The device was screeching while the display remained blank. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was not returned for analysis.